Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after initial implant procedure, chest x-ray revealed that the patient had a pneumothorax. A chest tube was placed for three days and was removed once resolved. The patient was discharged and the issue was resolved without sequel adverse events.